Manufacturer narrative:
Batch review performed on 21.may.2021: lot 1906474: (B)(4) items manufactured and released on 5-nov-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 2 months after the primary surgery the patient came in reporting pain and instability due to a leg length discrepancy. The cause of the leg length discrepancy is unknown. The surgeon revised the 36mm biolox delta head m with a 36mm biolox delta head l. The surgery was completed successfully.